Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty t1 thermistor. The device was evaluated and the reported issue was confirmed as an alarm 74 was present. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed 2k pm service on the unit. Serviced the mixing (sn # (B)(6)), and circulation (sn # (B)(6)) pumps. Replaced the heater # 1741, with new heater # 2330, manifold o-rings, drain valves, tank tubing and the coin cell # 15.8.13., with new coin cell # 22.7.15. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Temperature input cable was inspected and tested with resistance thermometer, checked for accurate reading, and passed. Installed shunt lines into fdl and verified the pressure test was found to meet the requirement of +2psi or above per procedures. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device displayed alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Tank harness outlet control temperature failure. It was told that the biomed additionally requested quote for 2000-hour service. Per sample evaluation results on 07nov2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed 2000 preventive maintenance service on the unit.

Event description:
It was reported that biomed had an arctic sun device displayed alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Tank harness outlet control temperature failure. It was told that the biomed additionally requested quote for 2000-hour service. Per sample evaluation results on 07nov2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed 2000 preventive maintenance service on the unit.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed had an arctic sun device displayed alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Tank harness outlet control temperature failure. It was told that the biomed additionally requested quote for 2000-hour service. Per sample evaluation results on (B)(6) 2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed 2000 preventive maintenance service on the unit.

Event description:
It was reported that biomed had an arctic sun device displayed alarm 74. Tank harness outlet control temperature failure. It was told that the biomed additionally requested quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.